Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified and mildly tortuous vessel in the mid right coronary artery (mrca). The 3.25x15mm nc traveler balloon dilatation catheter (bdc) had no resistance during advancement, however, the balloon ruptured at 12 atmospheres (atms) during the first inflation. Prior to use, the bdc was soaked in saline and was prepared (air aspiration) outside the anatomy. There was no resistance when the protective sheath was removed. There was no resistance during removal. A non-abbott balloon was used for dilatation and a xience skypoint stent was deployed to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.